Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer reported that their blood glucose level was high, but no value provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.